Event description:
The recovery filter was placed in a pt with a history of dvt prior to a knee arthroplasty. Seven days post implant, the pt returned complaining of abdominal pain and swollen legs. Kub revealed that the filter was located at t12. The doctor reported that the cavagram showed that the filter had captured a massive clot, 7cm x 4cm. The filter could not be removed due to the clot. Another filter was placed via jugular vein above the recovery filter. The pt is currently doing well.